Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code 833-235, batch 74h2101195, that can be related to the failure mode reported. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: taper cut needle broke off. No health consequences or impact.